Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept beeping. The customer's blood glucose levels were 89 mg/dl at the time of the incident. Customer states the insulin pump sound anomaly cannot be cleared. Troubleshooting was performed however the insulin pump sound anomaly could not be cleared. The insulin pump is returning for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone/vibrate feature on the insulin pump functioned properly during testing. (B)(4).